Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician stated that there was no suture or anchor on the 8fr angio-seal device. He discovered this upon deployment of femoral arterial closure. The doctor was unsure if clear valve bypass apparatus was on device when inserted into the angio-seal sheath. The patient was stable, and the carotid intervention was successful. Additional information was received on 17 jun 2022: when deploying the angio-seal device, he snapped the angio-seal component containing the anchor and collagen to the sheath, separated the device from the sheath until he heard a click' and pulled the angio-seal sheath out. The suture is usually exposed when sheath is removed at this point. No suture was exposed, and manual pressure was applied for hemostasis. The doctor did not recall seeing the anchor through the clear valve by-pass device prior to inserting device into sheath. The terumo field clinical specialist showed the doctor proper deployment on model. The doctor stated that pedal pulses were checked overnight on patient, no changes in pulses, patient had no complaints of leg pain. The patient was discharged on (B)(6) 2022. The doctor still questioned if the anchor was left in the patient, so he decided to cut into the angio-seal (as) sheath, with a #11 blade in an attempt to find the anchor, confirming it was not left in the patient. Paper towels were placed on a countertop and doctor began to cut into the sheath. No anchor was found. The component usually containing the anchor and the sheath were separated in further attempt to find the anchor, no anchor was found. The clear valve by-pass device was in between anchor/collagen component and angio-seal sheath. The doctor did observe there was a small part of what appeared to be collagen with suture protruding from within the component usually housing the anchor and collagen, after it was separated from the sheath. It was pulled in an attempt to find the angioseal anchor. No anchor was found. Additional information was received on 20 jun 2022: the procedure performed was a carotid artery intervention using an 8fr procedural sheath. A pre-deployment angiogram was performed. Hemostasis was achieved with manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 8fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was found to have been in used condition with visible signs of blood. The hemostasis sheath was found to have been cut open at the distal tip. The carrier tube was found to have been in the fully rear-locked position, and the distal tip had also been cut open. The collagen was returned with the device and was found to have been separate from the anchor and suture. The tamper tube was inspected and was found to have been covered in dried blood. The carrier tube hub was opened up to further inspect the spool of suture. The spool was found to have been undeployed and functional testing was performed by attempting to deploy the component. However, the suture was broken during functional testing and was unable to be fully deployed. The complaint was able to be confirmed for an anchor detachment. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been improper device storage resulting in device degradation. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effect analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct section d9 as the sample return date was inadvertently missing in the initial report and to update section h3 . The investigation is still on-going, therefore a follow-up report will be submitted.